Event description:
It was reported that the patients right ventricular (rv) lead exhibited chronically high thresholds and a possible fracture is suspected. The lead was partially explanted and capped during a device changeout procedure, and a new lead has been implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: model: addr01, ipg; implant: 2007. (B)(4).